Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that there are pump issues related to existing recall. Although requested, additional information was not provided.